Event description:
It was reported the batteries were overheating while charging. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Based on the investigation details, the account was placing wet batteries on the charger. There was water damage to the modules and the board. The instructions for use supplied with this device states to insert clean, dry batteries into the module pockets. The device was repaired and returned to the account.